Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The reported feedback suggests that there was a leakage. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.

Event description:
The reported feedback suggests that there was a leakage. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.

Manufacturer narrative:
A 20039e sample was not available for investigation of this feedback; however the customer indicates that leakage was identified at the luer connection. To assist the investigation, the customer provided a photograph of the affected sample analysis of the photograph confirmed the presence of blood in the thread of the male luer, however no obvious damage was observed which may have contributed to the observed leakage. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 18115346 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined in this instance. Without the affected sample and the connecting product it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported issue. A review of the customer feedback database indicates that this is an isolated occurrence with no other similar report against the 20039e set in the past 12 months.